Manufacturer narrative:
Investigation: visual inspection: during the investigation, notch on the inlet spout was determined. Permeability test: a permeability test has indicated that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in gav 2.0. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine deposits. The deposits had no affects to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx215t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year and 2 months.